Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his keypad became unresponsive when he was trying to give himself a bolus. Customer's blood glucose was 120 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling were noted during testing. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a scratched reservoir tube window.